Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect the patient via a quik combo therapy cable and physio-brand therapy electrodes. As a result, defibrillation could have been delayed or prevented, if it were necessary. No further details were provided. The customer advised that the physio-brand therapy electrodes used during the event were disposed of and therefore not available for evaluation. There were no reports of adverse effects to the patient as a result of the reported issue. Additionally, the exact date of the reported event was not reported. The customer only advised that the event occurred "about 2-3 months ago."

Manufacturer narrative:
The customer responded to physio-control's request for additional information. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient survived the event. The customer further advised that they always have access to a backup device (with its own quik-combo therapy cable) available for use, if needed. The customer advised that she was unable to provide any further details about the patient or the event. Additionally, the customer confirmed that the original quik-combo therapy cable which she had determined had caused the reported issue was disposed of. Therefore the cable is not available to physio-control for evaluation. Finally, the customer advised that the initial reporter was the facility¿s biomedical engineer. Updated sections, accordingly.

Manufacturer narrative:
(B)(4). The customer advised that the nurse who had reported the issue was able to duplicate the issue by manipulating the quik-combo therapy cable. The nurse then installed a new quik-combo therapy cable which resolved the reported issue. The device was then placed back into service for use. The disposition of the removed cable was not reported. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect the patient via a quik combo therapy cable and physio-brand therapy electrodes. As a result, defibrillation could have been delayed or prevented, if it were necessary. No further details were provided. The customer advised that the physio-brand therapy electrodes used during the event were disposed of and therefore not available for evaluation. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about both the patient and the event; however, no response has been received. Additionally, the exact date of the reported event was not reported. The customer only advised that the event occurred "about 2-3 months ago."